Manufacturer narrative:
The reported events of failure to capture and sensing issue were not confirmed. As received, a complete lead was returned for analysis. No anomalies were found.

Event description:
It was reported that the right ventricular lead exhibited no pacing capture and low r-waves. The lead was explanted and replaced with a new one. The patient was in stable condition.